Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The patient stated that they received several notifications for signal loss. They became stressed and confused and switched the device off. It was reported that their blood glucose was 21.0 mmol/l (it is unknown which device was displaying this value) and the patient went into diabetic ketoacidosis (dka) and coma. The ambulance was called, and the patient was taken to the hospital where he was hospitalized (no information about time spent in the hospital). The patient cannot remember what treatment was provided to him. The patient was sent home and has recovered. A review of the data investigation showed that the patient's high alert threshold was set to 13.9 mmol/l and his signal loss alert was enabled. Data investigation did not find that the patient experienced prolonged signal loss on the alleged date of incident, (B)(6) 2022. However, signal loss was confirmed on the day prior. On (B)(6) 2022 at 4:21 pm, the patient's estimated glucose values reached the high alert threshold, and he received a visual high alert with an estimated glucose value (egv) of 13.9 mmol/l. This alert was acknowledged one minute later. The patient's egvs remained above the high alert threshold thereafter until 5:46 pm, at which point they briefly dropped below the threshold. At 5:51 pm, the patient's estimated glucose values again rose above the high alert threshold, and he received a visual high alert with an egv of 14.9 mmol/l. Five minutes later, the patient received another high alert, this time at half volume, with an egv of 15.2 mmol/l. At 6:01 pm, the patient received another high alert at full volume with an egv of 15.5 mmol/l. The patient received another high alert at full volume at 6:06 pm with an egv of 15.6 mmol/l. This alert was acknowledged immediately. From 6:11 pm to 7:31 pm, the patient experienced a period of prolonged signal loss. The availability of backfilled data shows that the patient's egvs did not increase significantly for the duration of the signal loss, reaching a high point of 15.9 mmol/l and a low point of 12.5 mmol/l throughout. The root cause of the signal loss was determined to be the patient closing the mobile application. The signal loss resolved at 7:29 pm after the patient relaunched the app. At 7:31 pm, the patient received a visual high alert with an egv of 14.5 mmol/l which was acknowledged immediately. The patient's egvs remained above the high alert threshold until 7:46 pm, at which point they dipped below the threshold briefly and then rose above it again at 7:51 pm. At this point, the patient received another visual high alert with an egv of 14.3 mmol/l. The patient's egvs dropped below the high threshold once more at 7:56 pm and then rose above it again at 8:01 pm, at which point he received a visual high alert with an egv of 14.3 mmol/l. At 8:06 pm, the patient received another high alert, this time with half volume, with an egv of 14.8 mmol/l. At 8:11 pm, the patient received another high alert with full volume with an egv of 15.2 mmol/l. This alert was acknowledged immediately. From that point on, the patient's egvs remained above the high alert threshold and continued to gradually escalate. At 9:16 pm, the patient's egvs reached 20.0 mmol/l, after which point the patient manually stopped his sensor session and then started a new session. The first egv the patient received after the warm-up phase for the new sensor session was complete was a value of high (greater than 22.2 mmol/l) at 11:30 pm. The patient's egvs remained above the high alert threshold from that point on until finally crossing back into target range at 4:55 am on (B)(6) 2022. The reported complaint of signal loss was confirmed. The probable cause of the reported hypoglycemic event could not be determined. Data investigation shows the system performed within specifications and user settings and the patient received all intended alerts. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
The probable cause of the reported hyperglycemic event could not be determined.

Manufacturer narrative:
(B)(4).